Event description:
The customer reported that there was no audio on the dash 3000 pt monitor due to defective recorder flex module. There was no pt injury associated with this event. A f/u report will be submitted when the investigation is complete.

Manufacturer narrative:
.